Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code was found in the device error log related to the battery not charging. The device's system board and removable battery were replaced to resolve the issue. Additionally, contamination was found and therefore the blower assembly and flow sensor were also replaced. Final testing, battery check, valve check, run in tests, and cleaning were performed. The unit operated properly.